Manufacturer narrative:
Per the clinic, open circuits were detected on all 22 electrodes. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. The implanted device remains.

Event description:
Per the clinic, the patient experienced a no sound and all the electrodes shown turned off when connected to software. The clinic also reported that there is a migration of the electrode array. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. The implanted device remains.